Manufacturer narrative:
(B)(4). It was reported that a single communication failure occurred during surgery. DHR review and review of complaint history were not performed based on the low severity of this complaint. Technical analysis concluded that the communication failure occurred in guidance, when the robot arm was on a planned trajectory and the cooperative mode was activated, due to a controller error detected as a udp socket timeout. This is a known anomaly that relates a delay in the execution of commands.

Event description:
During an seeg procedure after performing a successful frame registration there was a communication failure that caused a shutdown. The field service engineer restarted the robot and the delay of the surgery was minimal, around 7 minutes. When the shut down occurred, the surgeon was clearing the robot arm to move to the intermediate position. It was around on the 11th depth electrode placed, there were 18 electrodes total placed. The patient was under anesthesia.